Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited noise. The noise was not reproducible in clinic. No interventions were taken. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the episodes of noise exhibited by the right ventricular (rv) lead re-occurred and were over-sensed. No intervention was performed and there were no patient consequences.